Event description:
Customer stated paramedics were called on (B)(6) 2014 for low blood glucose of 47 mg/dl and again on (B)(6) 2014 for low blood glucose of 39 mg/dl. Customer was treated until blood glucose was within the 300 to 500 mg/dl range. Customer was treated with an IV and refused to be taken to the hospital. Customer reported the sensor was not giving accurate readings. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. 3 of 3 manufacture report number see 2032227-2015-07988 and 2032227-2015-07989.